Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety - product/procedure was received on july 03, 2025 with catalog number mcghan 240cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed as surgical damage. Anxiety - product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.